Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, fast rates/supraventricular tachycardia (svt), with atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that the right ventricular (rv) lead exhibited suspected intermittent und ER-sensing during recorded episodes. The rv lead remains in use. Drug management was initiated. No further patient complications have been reported as a result of this event.